Event description:
Imp reference - (B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio shell cementless size 54: ref. 01.26.45.0054/lot 113308 ((B)(4) cups produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) cups belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.